Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, an olympus asset, with no reported complaint. During the evaluation of the device, chipping of the adhesive on the objective lens (ob lens) and light guide lens (lg lens), as well as lens chipping, was observed. The service center determined that the most likely cause of the chipping of the adhesive on the objective lens (ob lens) and light guide lens (lg lens), as well as lens chipping was component failure. There was no patient involvement associated with this event.